Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 15dec2020.

Event description:
The customer reported air source fault. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective blower motor controller and blower to address the reported problem. The unit successfully passed the required performance verification test.